Event description:
It was reported that this implantable cardioverter-defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific's technical services (ts) consultant discussed that the fc1003 code is the voltage alert and it is an early warning indicator that the battery is suspected to be depleting prematurely. Ts consultant indicated that this implantable device was at eol, and device replacement was urgently recommended. This device was explanted and replaced. No additional adverse patient effects were reported.